Manufacturer narrative:
Vyaire medical file identification: (B)(4). Other -the suspect device will be returned to vyaire for further investigation.at this time, no root cause has been determined. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the vela ventilator was alarming vent inop. The customer confirmed that there was no patient involvement associated with the reported event.